Manufacturer narrative:
Device analysis: the device was explanted due to an unknown reason. The ipp cylinders were visually inspected and functionally tested. Several leaks were identified in one of the cylinders attributed to wear and fatigue at a buckling fold. A leak attributed to sharp instrument damage consistent with explant damage was identified in the other cylinder. This leak was considered secondary failure. Visual inspection of the tactile pump identified a leak that was the result of wear and fatigue. Functional testing could not be performed on the pump due to this leak. Product analysis concluded the identified leaks in the cylinder and pump krt would directly affect the functionality of the device and are therefore the most probable cause of the reported explant. The device was explanted due to an unknown reason. Visual inspection and functional testing of the ams ipp cylinders and the ms pump components identified a product malfunction. Several leaks were identified in one of the cylinders attributed to wear and fatigue at a buckling fold. Another leak that was the result of wear and fatigue was identified in the pump kink resistant tubing (krt). Product analysis therefore concluded fluid loss as the most probable cause of the event, as these leaks could leak to a device malfunction. The product record review confirmed the reported events do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen, as the reported events of fluid loss were confirmed through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information was requested but is unavailable at time of submission. Additional information was reported that the patient underwent a revision procedure as the device was returned for analysis.

Manufacturer narrative:
Additional information: b5, h3. Device analysis: the device was explanted due to an unknown reason. The ipp cylinders were visually inspected and functionally tested. Several leaks were identified in one of the cylinders attributed to wear and fatigue at a buckling fold. A leak attributed to sharp instrument damage consistent with explant damage was identified in the other cylinder. This leak was considered secondary failure. Visual inspection of the tactile pump identified a leak that was the result of wear and fatigue. Functional testing could not be performed on the pump due to this leak. Product analysis concluded the identified leaks in the cylinder and pump krt would directly affect the functionality of the device and are therefore the most probable cause of the reported explant. The device was explanted due to an unknown reason. Visual inspection and functional testing of the ams ipp cylinders and the ms pump components identified a product malfunction. Several leaks were identified in one of the cylinders attributed to wear and fatigue at a buckling fold. Another leak that was the result of wear and fatigue was identified in the pump kink resistant tubing (krt). Product analysis therefore concluded fluid loss as the most probable cause of the event, as these leaks could leak to a device malfunction. The product record review confirmed the reported events do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen, as the reported events of fluid loss were confirmed through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information was requested but is unavailable at time of submission.